Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a dry mouth and was urinating every 20 minutes. The customer's stomach was upset as if she was going to throw up. Customer's blood glucose level was 550 mg/dl. The customer delivered a bolus. The customer saw two air bubbles about three inches from the reservoir connection. The infusion set leaked. The rest of the troubleshooting was declined. The device was not returned.